Manufacturer narrative:
(B)(4). Final analysis found that a partial lead was returned in two pieces. An insulation abrasion breaching the re cable lumen was found at 5.6 cm to 5.9 cm from the distal tip. (B)(4).

Event description:
It was reported that during a routine pulse generator change out procedure, an insulation abrasion was suspected on the left ventricular lead via x-ray. The lead was explanted and replaced. No patient symptoms were reported.